Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the drain line was broken off on the receiver. The receiver and inline filters were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted. It was reported that the event occurred during installation/pm. There was no patient harm. This unit was found with the barb connecting the receiver drain line broken on the backside, as well as evidence of smoke on both in-line filters. Device not returned.

Event description:
It was reported that this unit was found with the barb connecting the receiver drain line broken on the backside, as well as evidence of smoke on both in-line filters no adverse events were reported as a result of the malfunction